Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-05867. It was reported the patient experienced rib pain when stimulation was on. An sjm representative reprogrammed the system but the issue could not be resolved. Surgical intervention may be taken to address the issue.